Event description:
Reported due to infection requiring surgical intervention. On an unknown date, the physician attempted an arteriotomy closure with the closer s device after an unknown interventional procedure. It is unknown whether fluoroscopy was done. It was also reported that on an unknown date, an infection of unidentified origin, location, and presentation was noted. As a result, an unknown surgical procedure was performed on an unknown date. The sequelae and patient outcome are unknown. "The physician stated that the possible cause of the infection was that the closer s was used."